Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the implant patient registry that a 19mm 3300tfx pericardial aortic valve was explanted-at-implant due to coronary artery ostium obstruction [2022-12890-01]. A second 19mm 3300tfx valve was implanted in replacement which also caused coronary artery ostium obstruction [2022-12890-02]. Consequently, the patient underwent a cabgx1. The patient expired on pod #1 due postoperative complications. Per medical records, the patient presented with severe of the native aortic valve caused with heavy calcification and was noted as not a good candidate for tavr due to low coronary heights, therefore, the patient underwent avr. Intraoperatively, the leaflets of the native av were excised, and the annulus was debrided. A 19mm 3300tfx valve was seated and secured with a core knot device. After the valve was secured under the left main coronary ostium, the edge of the valve was examined to determine whether there was obstruction of the left main coronary ostium. It was unclear whether the left main ostium was adequately clear of obstruction. Therefore, the valve was explanted, and new annular sutures were placed under the left main coronary ostium to attempt to place a new valve lower to prevent obstruction. The explanted valve was then replaced with another 19mm 3300tfx valve. Again, the ostia were examined for obstruction, and there was no clear obstruction of the right coronary ostium; however, there was a concern that the left main coronary ostium may be obstructed as it was difficult to pass a probe into the vessel. The patient was weaned from cpb, and there appeared to be poor lv function and minimal intrinsic electrical activity. The patient was placed back on full cpb. Cabgx1 was performed to the lad. The patient was separated from cpb and appeared to have good lv and rv function. The patient was then transferred to the cvsu in stable condition with no intraoperative complications. After arrival to the cvsu, the patient experienced persistent postoperative bleeding, and was taken back lo the operating room for reexploration. The heart continued to function well, and there was no evidence of cardiac ischemia. No obvious source for bleeding was identified, other than diffuse coagulopathy. The patient was able to be transferred back to the cvsu again in good condition. Tte on pod #1 showed an ejection fraction of 30-35% with global hypokinesis. The patient's aortic valve was noted to be functioning well with mild stenosis. The patient was taken to the cath lab for additional mechanical support and angiography. Upon arrival to the cath lab, the patient arrested necessitating a short period of CPR and epinephrine administration. The patient regained rosc, and an lmpella was able to be placed quickly and without difficulty, and appeared to provide good hemodynamic support. Angiography demonstrated left main coronary ostium was unable to be engaged, as expected. The rca was normal on angiography. The vein graft to the mid lad was widely patent, with good perfusion of the lad and backflow into the left main and left circumflex stent. The patient was transferred back to the cvsu. At this point, it was felt that the patient was being supported solely by the impella, without any significant intrinsic function. The patient was on incredibly high doses of vasopressors and inotropes. It was felt that further efforts to support the patient medically or mechanically would be futile. Inotrope and vasopressor support were stopped, and impella was turned off. The patient passed away on pod #1. The patient is a 75-year-old female with history of obesity.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. The most likely cause is patient factors, including the patient's relatively small aortic root and low coronary heights.